Manufacturer narrative:
(B)(4). Batch #: t5ea83. Investigation summary: the analysis found that one pcee60a device (a) was returned with no apparent damage and with two reloads present. The reloads were received partially fired 1/16. The manual override door out of position. The override lever was up, which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used, the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and noted to be nonfunctional. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, evidence of corrosion was noted on the motor. No functional testing could be performed due to the returned condition of the motor. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows, resulting in the knife pushing the one piece sled forward and locking the cartridge. One possible cause for this condition may be the exposure of cleaning solution. Please note that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The following information was requested, but unavailable: is the current patient status known? If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, the echelon knife stopped. The surgeon changed to a new echelon body and cartridge, but the knife did not advance. The surgeon wondered if two echelon bodies had a battery problem because of cold weather. There were no patient consequences reported and no change in post-op care. No additional information is available at this time.